Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the sample syringe drive, the sample syringe, and the reagent syringe.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding the sample syringe appeared crusty and showed evidence of leaks located in the unicel dxc 600i synchron access clinical system. No injury was reported for this event.